Manufacturer narrative:
A stryker field service technician evaluated the customer's device and observed that the device delivered a monophasic shock. The customer was provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, by stryker, it was observed that the biphasic device delivered a monophasic energy. As a result, wrong defibrillation therapy would be delivered. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, by stryker, it was observed that the biphasic device delivered a monophasic energy. As a result, wrong defibrillation therapy would be delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product assessment center (pac) further evaluated the customer's device and h-bridge signal, h_br_sw, was stuck low, which was caused by u56 and was determined to be the cause of the reported issue. After replacing u56 the device was able to deliver a biphasic shock. This device was archived by stryker.